Manufacturer narrative:
The product was not returned for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. The patient, male, (B)(6) had a periprosthetic femoral fracture on the left knee on (B)(6) 2015. On (B)(6) 2015 patient underwent a revision surgery due to plate breakage. Review of x-rays: x-rays dated (B)(6) 2015: two cerclages directly adjacent to the bone at the proximal and distal area of the fracture. The plate is located not directly to the bone, above the fracture, the distance between plate and bone is greater than distal. No apparent breakage of the plate. X-rays dated (B)(6) 2015: no visible change to the previous exposure 5 days ago. X-rays dated (B)(6) 2015: compared to the previous exposure of (B)(6) 2015 unchanged position of the plate with no visible breakage of the plate. At the cranial end of the former fracture laterally the fracture does not seems bony consolidated or bridged. X-rays dated (B)(6) 2015: plate breakage at the level of the proximal cerclage. Review of surgical reports: surgical report dated (B)(6) 2015: open reposition of a simple femoral stem fracture at inserted knee-prosthesis and 2 cable wires. Cerclages were used to secure reduced position (distal and proximal of the fracture). Possible causes for the reported event: breakage of the plate due to chemical / galvanic/ crevice corrosion of material. Possible as the plate was not returned, this point cannot be excluded. Breakage of the plate due to implantation of a damaged implant. Possible as it can be that a damaged implant was implanted. Breakage of the plate due to off label use of implants. Possible as it can be that an off label was performed and therefore the implant was over stressed, which lead to the breakage. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Probably biomechanically has the proximal cerclage performed as a hypomochion to break the ncb plate in the area of already weak plate stability at the level of ncb screw hole, because the ncb plate was fixed without using of bone spacers. Precise information might provide the investigation of the broken plate with determination of the breaking output. In the surgical technique of ncb periprosthetic femur system is described that ncb bone spacers (optional) may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable. In the surgical report dated (B)(6) 2015 no use of spacers ncb bone is described. In the surgical technique should however be use of bone spacers before plate insertion to the contact between the plate and the cables to avoid contact between the plate and the cable. It has additionally to be noticed that the plate was implanted too proximally (compare with surgical technique) and not uniformly close to the bone. For periprosthetic fractures, zimmer (B)(4) has a particular ncb periprosthetic plate, which could have been used in this case and could be used in similar cases. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt was implanted a ncb generic-winterthur trauma on the left side (B)(6) 20015. The pt was revised on (B)(6) 2015 due to the breakage of the plate. The pt had a periprosthetic femoral fracture on the left knee on (B)(6) 2015.

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays and surgery report were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report wil be submitted. (B)(4).